Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the pediatric patient experienced throat pain and was diagnosed with diabetic ketoacidosis (dka). At an unspecified time of the report the cgm was reading 54 mg/dl and the blood glucose reading was 419 mg/dl. At some point the cgm reading was low/40/45/60 mg/dl switching between these examples while blood glucose stayed at bgm 151 mg/dl. The patient was taken to the diabetologist and treated there with insulin injection. The patient was at the hospital for less than 24 hours. At the time of the report the patient was feeling fine and was in normal range. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis. H6 health effect - e0747 clinical code - sore throat.